Event description:
Pt is in cath lab undergoing l heart cath for high grade left main stenosis. An impella device used via the common femoral artery for support while pci being performed. End of procedure it was noted that the perclose did not deploy appropriately and an expanding groin hematoma was observed. Pt underwent r femoral artery repair in the operating room by CT surgery.